Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient who was receiv ing saline via an implantable pump. It was reported that caller stated that they were doing a new pump. The caller stated that the pump was seized and filled with air. They were able to aspirate 17ml of water but were only able to inject 5cc before there was too much pressure. The agent reviewed how to remove any air bubbles by applying negative pressure. The caller stated that they had done it 2-3 times and did not think there was any air. They attempted one more time and again were unable to inject past 5 cc's. The pump was not able to fill with drug after troubleshooting. The representative would return this pump to medtronic and open a new one to continue the case. Additional information was received from the representative. The representative called back to report that they had the same problem with the second pump that they opened for the case. The representative suggested changing the syringe and the needle and that resolved the issue. It was a faulty syringe provided by tgh. The representative would still send back the first pump that they were able to fill with saline. The healthcare provider had no further information for the manufacture.